Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Litigation alleges the patient suffers from pain, metallosis, difficulty ambulating and fluid buildup. Update rec'd (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. The information receive update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, increased metal ions (no lab results provided, and pseudocyst. A correct doi was provided. No lot number was provided for the femoral head. There is no new additional information that would affect the existing MDR decision. D does not change the MDR decision. The complaint was updated on: (B)(6) 2014. The complaint was updated on: 1/20/2015